Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that about four months prior to the report, the implantable neurostimulator (ins) pocket site got really hot and would sting like a bee sting when she moved it after charging for a few hours. It was noted that the patient would stop charging when the thermometer icon appeared on the ins recharger (insr) to let the system cool down. The patient also reported that she lost (B)(6) and the ins moved around in the pocket. An appointment was scheduled with the patient¿s healthcare provider (hcp) on (B)(6) 2016. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from healthcare professional (hcp) reported that the cause of the ins pocket site getting hot/stinging while charging was ¿likely from charger per patient¿. Diagnostics/troubleshooting included manual exam with exerting pressure and moving around the generator. None of these were reproduced the reported symptoms. Possible technical evaluation by the manufacturer¿s representative was noted as an action to be taken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their stimulator got really hot and quit working. The patient had the implantable neurostimulator removed during one of her previous surgeries.

Event description:
Follow up information was received from the consumer regarding the patient. She reported that there was no change in circumstances that led to the pocket site getting hot and stinging during recharging. It was also noted that the patient¿s healthcare professional was going to order a support belt to stabilize the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.